Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ / ¿check therapy electrode¿ messages, damaged cable) was confirmed due to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled from the strain relief, damaging wires in the cable. The belt did not pass detect and treat testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" / "check therapy electrode" messages, and the electrode belt's cable was damaged.